Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive (1+) during donor confirmation testing. Visual inspection the gel cards were negative. The customer indicated that hemolysis had been observed on some of the unit segments. No erroneous results were reported. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Service was not required since the customer indicated hemolysis was noted in the samples. The customer was monitoring their results. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4).